Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was about 6 months ago, the pts recharger started zapping them. Patient noted their implanted neurostimulator was not in their spine but ran down the side of their face for trigeminal nerve pain. A replacement wireless recharger was sent out.

Manufacturer narrative:
Additional information has been received and b5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called stating the received the replacement wireless recharger (wr) but it still not working. Pt states they are not able to get the wr to even connect to the handset. While on the call pt states they are currently in the therapy app. Agent reviewed the pt can only be in one app at a time. Agent had pt close all then open the recharging app. Pt was able to tap on switch recharger and manually enter the wr serial number. While on the call pt was able to connect to the ins with the wr and was able to start a charging session. Pt will call back if they need further assistance.